Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the attune ps rp poly with a lot number of 8869575 had an expiration date of (B)(6) 2023 and was implanted (B)(6) 2023. The manufacture date was 08/09/18. They are looking for confirmation that dps has validated the poly as being sterile for 8 years rather than 5. Doi: (B)(6) 2023. Dor: unknown. Affected side: right knee. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). The photo investigation found the label exhibits the expiration date was (B)(6) 2023. However, according to (B)(4) the expiration date for this product was extended for three years. Based on the received information, the investigation was able to confirm the reported event. However, there was no product problem observed with attune ps rp insrt sz 5 16mm. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the attune ps rp insrt sz 5 16mm would contribute to the complained device issue.  Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product code 151650516, work order (B)(4) was manufactured on 10-aug-2018. (B)(4) parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune ps rp poly with a lot number of 8869575 had an expiration date of 07/31/23 and was implanted (b)(6 23. The manufacture date was 08/09/18. They are looking for confirmation that dps has validated the poly as being sterile for 8 years rather than 5. Doi: (B)(6) 2023, dor: unknown, affected side: right knee.